Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro malfunctioned. No further information at this time. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The harvesting cannula was returned to the factory for evaluation. The harvesting tool was not returned. Signs of clinical use was observed. Tissue particulates were observed on the c-ring. There was no damage to the c-ring, the insufflation tube and the scope was tubing. There were no missing components. No visual conformities were observed on the cannula. A mechanical inspection was performed as per the instructions for use to prepare for inserting the endoscope and the tool into the cannula. A reference 7mm endoscope was inserted into the harvesting cannula until it snapped into the place. Then a reference tool was held 6 inches from the jaws and inserted into the cannula through the tool adaptor port. The reference tool could slide through the port without any obstructions. The cannula could hold the endoscope and the tool together. The scope wash system was evaluated for the flow of air by passing a syringe full of air through the scope wash delivery tube. The c-ring was submerged under water and the air was passed through the insufflation tube. Air bubbles were observed in the water bath indicating proper flow. No improper flow was observed indicating the absence of any blockages. Based on the evaluation results, there were no failures detected for the returned cannula.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro malfunctioned. No further information at this time. A replacement device was used to complete the procedure. The hospital did not report any patient effects.